Manufacturer narrative:
Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fst that the cardiosave intra aortic ballon pump(iabp) had faulty display screen during ppm visit. There was no patient involved.